Event description:
It was reported that this female patient's left knee was revised. Patient his experiencing increased pain and suffering through increased swelling, pain while walking, inability to bear weight, and instability in her left knee. Patient ID: (B)(6). By (B)(6) 2014, plaintiff had experienced severe problems with her left knee, which was surgically replaced on or about (B)(6) 2014. Plaintiff¿s left knee was replaced with a knee replacement device designed and manufactured by exactech. One of the packaging layers for the plastic insert within the exactech knee replacement is defective, in that it allows oxygen to diffuse into the plastic insert prior to implantation and results in oxidation of the plastic insert. This oxidation of the plastic insert causes it to wear out more quickly once implanted. The exactech knee replacement within plaintiff¿s body is, in fact, defective and has resulted in increased pain and suffering through increased swelling, pain while walking, inability to bear weight, and instability in her left knee. Further, this defective knee replacement has caused and continues to cause actual financial losses and damages to plaintiff through her payments for increased medical care and monitoring of her left knee, which will continue, and ultimately, will require her to endure the pain, suffering, and additional financial payments for another left knee replacement and surgery.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the left knee pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via legal that the patient was experiencing increased pain and suffering through increased swelling, pain while walking, inability to bear weight, and instability in her left knee. "By (B)(6) 2014, [patient] had experienced severe problems with her left knee, which was surgically replaced on or about (B)(6) 2014." It is unclear if the patient had a revision. No additional information.

Event description:
It was reported via legal that the patient was experiencing increased pain and suffering through increased swelling, pain while walking, inability to bear weight, and instability in her left knee. "By (B)(6) 2014, [patient] had experienced severe problems with her left knee, which was surgically replaced on or about (B)(6), 2014." It is unclear if the patient had a revision. No additional information.